Event description:
Catheter showed normal icp for some hours, but after x-ray the icp curve started to change and at the same time showed incredible values. Pressure gauge looked like it was sitting where it should.

Manufacturer narrative:
Analysis: when first connected, the kt displays consistent values in the open air, reactive on contact with the membrane. After cleaning, the kt is tested in the open air for more than 24 h. Values remain consistent and stable. Conclusion: the returned catheter conforms to our specifications, with no display defects or erroneous values observed.

Event description:
Catheter showed normal icp for some hours, but after x-ray the icp curve started to change and at the same time showed incredible values. Pressure gauge looked like it was sitting where it should.